Manufacturer narrative:
An event of the 22mm amplatzer septal occluder forming a "cobra shape" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 22mm amplatzer septal occluder was prepared and delivered per IFU, but on delivery the device formed in a cobra shape. The device was removed from the patient and examined. The device had returned to its normal shape, so the physician tried to deliver the device once again. Upon delivery, the device formed into the cobra shape despite checking if there were any twists in the delivery cable. The device was removed from the patient and a new 22mm amplatzer septal occluder was used with no further issues. The patient remained hemodynamically stable throughout the procedure and the patient is reported stable and discharged. Per physician, the deformation may have been from patient anatomy and does not attribute this event to a device malfunction that had the potential to result in patient harm or injury. The procedure was not significantly extended.